Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek001su - disp.sealing unit for 5mm trocars. According to the complaint description, an air leakage was detected. In the other trocars, air leakage was detected and the valves were broken and dropped. Laparoscopic forceps were inserted and could not be pulled out, "stuck" on valve. An additional medical intervention was necessary. There was no infection or other patient harm. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). (400485671). Associated medwatch-reports: 9610612-2021-00471 (400485672 + ek002su). 9610612-2021-00470 (400485671 + ek001su).

Manufacturer narrative:
Additional information - d4 (UDI). Investigation results: product was not provided. Therefore, no failure description or investigation possible. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there is one similar complaint filed against products from this batch number. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Explanation and rationale: without the product, an exact cause cannot be determined at the moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and measures / preventive measures: based upon the investigation results, an exact cause cannot be determined at this moment. Based upon the investigations results a CAPA is not necessary.